Event description:
The customer called and reported the insulin pump was not alarming with a low reservoir warning when there was 5 units of insulin left, though the low reservoir setting was programmed to 10 units. The caller also received a no delivery alarm, for which she declined troubleshooting. Her blood glucose was 300 mg/dl. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Pump passed the rewind, displacement, prime a33 and excessive no delivery test. No excessive no delivery alarm noted. The low reservoir alarm functioned properly. No low reservoir alarm anomaly noted. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip.